Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump battery consumption was fast and the battery cap was damaged. The customer reported no adverse event. The event involved product mmt-1892. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Product mmt-1892 will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary . 2. Section d1/d2a/d2b - updated brand name and product code (model change from mmt-1892 to mmt-1882). 3. Section d4 - updated model number and catalog number (model change from mmt-1892 to mmt-1882). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product mmt-1882. Mmt-1882 will be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 15.0 received the lowbatteryalert (104) on 02/18/2025 18:35:00 after more than 7 days at 7.06 days. Battery cycle 13.0 received the lowbatteryalert (104) on 02/11/2025 14:33:00 faster than expected at 5.87 days. Battery cycle 12.0 received the lowbatteryalert (104) on 02/05/2025 13:35:01 after more than 7 days at 10.8 days. With reference to the baat tool instructions, the customer experienced an unexpected battery power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case (battery tube), and scratched case. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Fast battery depletion was confirmed, problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.